Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient had an MRI that might be related to the device or therapy. The patient stated that they fell asleep with the device on very high and woke up with their t9 shattered. When the patient used the device, they got a lot of pain on both sides of their abdomen. The patient felt like something was wrong with the device. The patient reported that they had stimulation on during the call and that tomorrow they would have a tight pressure on both sides of their abdomen. The patient reported before their t9 shattered the device had worked fine. The event was reported to have occurred on (B)(6) 2016. The patient programmer showed that the patient was full body eligible. The patient had an upcoming appointment with their new managing health care professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.